Event description:
It was reported that there was a full restore error message on the implantable pulse generator (ipg). The error cleared itself and the parameters were restored. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 033484 competitor implantable pacing lead 1995-(B)(6). (B)(4): this device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.